Event description:
It was reported the patient had uneventful pump replacement on (B)(6) 2013. No problems at six week follow-up. Then patient contacted pain clinic complaining of critical alarm going off. Interrogation of the pump revealed a number of motor stalls. The patient admitted to hospital for investigation of the issue and a prolonged motor stall was noted. As it seemed that the pump was not functioning, and the patient was initially well, it was decided to fill the pump with saline and monitor the situation. The day after the pump was filled with saline, the patient exhibited symptoms of acute opioid withdrawal. The patient was then commenced on fentanyl patches and stabilized and sent home. The patient has elected to have another pump implanted and was booked for the removal and replacement on (B)(6). The patient status at the time of the report was unknown.

Manufacturer narrative:
Analysis of the pump revealed pump motor stall confirmed cause undetermined. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the patient had gone home "happy. And per the reporter presumably all was working "well now".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.